Event description:
Boston scientific received information that this patient's health care professional (hcp) experienced some difficulty in obtaining atrial impedance measurements in the past with this patient. Recently this right atrial (ra) lead exhibited low impedance measurements of less than 100 ohms, as well as loss of atrial capture. While the patient's device was programmed to ddd atrial markers could not be seen, once the hcp split the atrial pacing configuration they were able to see atrial markers once again. The impedances have stabilized to around 200 ohms at this time. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
An x-ray was taken to evaluate the lead. For now the lead will be left in place until the patient undergoes a normal device replacement procedure 12 months from now.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided which indicated that this atrial lead was capped. No adverse patient effects were reported.